Event description:
See initial report.

Manufacturer narrative:
H.10: additional information received revealed that the issue turned out to be about pump noise. The noise has no impact on device functionality thus it is not likely to cause death or serious injury. Thus the event has been re-assessed as non reportable.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The patient pump 2 was replaced in order to solve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the patient pump of a heater-cooler system 3t failed. The issue was identified during servicing. There was no patient involvement.